Event description:
On 05/23/2000, the facility's o.r. Materials coordinator informed the distributor's marketing mgr of following: when placing the introducer the sheath folded up, didn't go smoothly. They had to use another MFR's introducer to finish the case. The clinician threw away the sheath because it was contaminated; therefore, the device is not available for return. It was also stated that this is the second time this facility has had a problem with the introducer provided with the product. The first time, the facility thought it was an isolated incident. The device was discarded by the facility; therefore, the device will not be returned for evaluation. The MFR will be limited to a trend analysis and review of the device history record. No further details are available at this time.